Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker was too loose. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of could not tighten the atrial setscrew to hold the atrial lead in the pacemaker was confirmed. Final analysis revealed the user of the torque wrench applied too many turns to the setscrew in the reverse direction and screwed the setscrew out of the connector block socket during the implant procedure which caused it to fell sideways and loose across the block. The problem was caused by the user¿s incorrect use of the torque wrench.